Event description:
It was reported that the patient presented for a routine cardiac resynchronization therapy defibrillator (crt-d) replacement due to battery depletion. It was noted the crt-d had reached recommended replacement time (rrt) one week prior followed by a charge circuit timeout five days later. Upon device interrogation, end of service (eos) appeared to have triggered approximately five months prior due to a charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis confirmed the longer charge time using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the charge time outs. Battery analysis observed li-severing is consistent with the increased battery impedance measured upon receipt of the battery. Additional charge time outs and excessive charge times were logged before eos and explant. These multiple charge timeouts and excessive charge times resulted from an increased battery resistance induced by li-severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.